Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 272 mg/dl and it was addressed with a correction bolus. Reportedly, the customer was not confident that the bolus was delivered. Tandem's technical support verified in the pump history that the bolus was completed.